Event description:
Customer's mother advised that her son was admitted to hospital on (B)(6) 2015 due to extremely high blood glucose. Customer was shaking, restless, vomiting, had anterior chest pain, mild abdominal pain. She advised that there is a leak in the infusion set. She removed the cannula and it was covered in insulin. Customer was diagnosed with dka, treated with intravenous infusion, IV fluid rehydration and electrolyte replacement. Customer was discharged (B)(6) 2015. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.